Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic assist laparoscopic transabdominal preperitoneal inguinal hernia procedure, during the insertion of mesh to the trocar, the mesh caught on something. The technician had difficulty in getting the mesh and it emerged through the trocar after few struggle but it was torn. Another mesh was used to complete the procedure. There was no patient injury.